Event description:
It was reported that the pump was replaced due to repeated/persistent motor stalls. The patient was weaned off of the intrathecal delivery towards intrathecal saline infusion due to the motor stalls. Following the last clinic visit, the patient experienced "some degree of withdrawal". Symptoms included increased irritability, chills and tremulousness on top of increased pain. The patient was given oral medication to attenuate these symptoms. The patient outcome was not provided. It was not clear what the previous medication was in the pump; however, pump logs show saline as the most recent. Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
Analysis of the pump found a motor feed-through anomaly. It was found that bridging across the m2 feed-through was noted. Analysis of the pump additionally found a motor gear train anomaly: corrosion. It was noted that significant resistance occurred when trying to manually turn gear three when isolated from the rest of the gear train. There was significant residue found on gear three's o'ring located on top of the bridge.

Manufacturer narrative:
Further investigation of the pump, serial number (B)(4), resulted in a change of the analysis finding from ¿pump motor gear train anomaly involving corrosion and/or wear and/or lubrication¿ to ¿feedthru anomaly/shorting across insulator¿. The feedthrough anomaly did appear to be a root cause for device failure.

Manufacturer narrative:
Product ID 8709sc, lot#, serial# (B)(4), implanted: 2008 (B)(6), explanted: product type catheter. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
Additional information confirmed that the cause of the event was due to multiple motor stalls noted. It was indicated that the pump was replaced and the patient was in the hospital for same day surgery. The outcome of the patient was reported as non-serious injury/illness. It was also indicated that there was ongoing titration with the new pump. The drugs delivered via pump were dilaudid and bupivacaine.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.